Manufacturer narrative:
Device evaluated by MFR: product analysis of sfr-6-30, lot# b354044 visual inspection/damage location details: no irregularities were found with the solitaire fr pouch. All the seals are accounted for. No evidence of tampering, other than the normal break of the seal during opening the pouch, were found. The introducer sheath was found kinked at ~1.3cm from the distal end. No damages or irregularities were found with the solitaire fr pusher. The marker coil was found undamaged. No irregularities were found with the solitaire fr attachment zone. The solitaire fr stent non-working (tear drop) length struts were found kinked. The working length struts were found in good condition. All finger markers were found separated from the stent and not returned for analysis. Testing/analysis: the separated ends were sent out for sem testing. The broken ends exhibited evidence of mechanical damage and overload. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿teardrop strut damage/broken¿ was confirmed. Kinking of the stent is typically caused by advancing the device against resistance. However, the cause could not be determined. It is possible that the damage could have occurred during preparation, during removal from packaging or during production. The introducer sheath was found kinked, potentially contributing towards resistance and teardrop strut damage. There was an indication that the event could potentially be related to a manufacturing issue, therefore, a device history record review was performed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The finger markers were found to have been separated by mechanical cutting (shearing). The cause and reason for the removal of the finger markers could not be determined. It is not likely the finger marker separation was due to a manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that when the solitaire package was opened and the device was taken out, the solitaire was found to be kinked at the junction. The device was not used and was replaced for the procedure. There was no patient involved. Additional information was received that there was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
H3: product analysis of sfr-6-30, lot #b354044 visual inspection/damage location details: no irregularities were found with the solitaire fr pouch. All the seals are accounted for. No evidence of tampering, other than the normal break of the seal during opening the pouch, were found. The introducer sheath was found kinked at 1.3cm from the distal end. No damages or irregularities were found with the solitaire fr pusher. The marker coil was found undamaged. No irregularities were found with the solitaire fr attachment zone. The solitaire fr stent non-working (tear drop) length struts were found kinked. The working length struts were found in good condition. All finger markers were found separated from the stent and not returned for analysis. Testing/analysis: the separated ends were sent out for sem testing. The broken ends exhibited evidence of mechanical damage and overload. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿teardrop strut damage/broken¿ was confirmed. Kinking of the stent is typically caused by advancing the device against resistance. However, as the customer reported the damage was out of packaging, the cause could not be determined. It is possible that the damage could have occurred during preparation, during removal from packaging or during production. The introducer sheath was found kinked, potentially contributing towards resistance and teardrop strut damage. There was an indication that the event could potentially be related to a manufacturing issue, therefore, a device history record review was performed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The finger markers were found to have been separated by mechanical cutting (shearing). The cause and reason for the removal of the finger markers could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.